Manufacturer narrative:
The review of manufacturing documents revealed no deviation in the manufacturing process. Dimensional examination revealed no deficiency. A review of the CAPA database revealed no corrective actions related to the reported event in place for the subject products. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. The fracture pattern of the nail suggested that the nail had broken in fatigue manner ¿ identified by lines of rest ¿ after an implantation period of approx. 6, 5 months. The breakage had started with an incipient crack at lateral in the anterior bridge. The crack had progressed evenly through the cross section towards medial and ended in a small residual fracture. The crack in the anterior bridge had most likely started with delay but progressed in the same manner. The incipient crack had started in an area where material had been damaged intra-operatively ¿ most likely by contact with the step drill. Material damages can cause additional notch effects contributing to the origin of an incipient crack. The appearance of the bearing points on the lag screw and inside the nail¿s proximal drill hole identified axial load application. Such load application may also contribute to the origin of an incipient crack. Referring to available information a more precise statement was not possible from technical point of view. As no interim x-rays (follow-up) were available and as the last x-rays showed the broken nail with separated bone fragments it could not be verified if bone healing had developed in a sufficient manner after more than 6 months. Thus, a medical review was not reasonable. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not verified.

Event description:
On (B)(6) 2014 gamma3 long nail surgery was performed. Approx 6 months after the surgery, the nail was found to be broken. On (B)(6) 2014, revision surgery was performed with a non stryker nail.

Event description:
On (B)(6) 2014 gamma3 long nail surgery was performed. Approx 6 months after the surgery, the nail was found to be broken. On (B)(6) 2014, revision surgery was performed with a non stryker nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.